Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. Unable to test for the battery out limit alarm due to no button response. Test keypad confirmed that there was no frozen display. Cracks to the battery tube threads, reservoir tube lip, reservoir tube, case and a broken belt clip slot noted.

Event description:
Customer reported that the insulin pump had a frozen display. Customer stated that the time on the insulin pump is not advancing and there is no response from any button. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.